Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The self and high pressure tests passed. When the infusion set was removed from the customer's body, the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned page.